Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that nothing is reflected on flexvision. Review of the system log file showed that flexvision pc was stuck. The fse replaced the os disk on the flexvision pc and re-installed the software. After replacement of the os disk on the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no display on the flexvision monitor. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.